Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. A review of the service history record indicates that the device has been serviced over a year ago for a service condition that is not relevant to the current reported condition. The actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the reported condition was confirmed. However, an assignable root cause was not established. UDI: (B)(4).

Event description:
It was reported by (B)(6) that during service and evaluation, it was determined that the power of the air pen drive device was insufficient/low. It was further observed that the housing was cracked/damaged. It was further determined that the device failed pretest for check power with power test bench, check speed with tachometer, check internal leak tightness and check external leak tightness. It was noted in the service order that during pre-surgery, it was discovered that the device did not work. It was reported that there were no delays to the surgical procedure as an identical spare device was available to complete the surgery. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.